Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
An ophthalmologist reported that an iol implanted in a patient's left eye had a gray surface. The reporter informed that current visual acuity is not only due to the iol surface but also due to accompanying symptoms of other age-related ocular diseases. It was noted that the implant procedure was performed in another facility, and that no explant is planned. There are two medical device reports associated with this patient; this report is for the patient's left eye. The first report (for the patient's right eye) was filed under MFR. Report # 1119421-2017-00635.